Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The unit was returned for failure analysis and the reported failure of ¿instruments engagement issue¿ was confirmed/reproduced. It was found the dof 6 gear box is stuck and not able to spin. The dof 6 gearbox will be replaced as fix. The unit was tested on a pftp and passed direction brake release, brake hold, advanced brake, check cannula, fiber test, carriage switches and sine cycle tests.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had multiple instrument engagement failures on system arm 4. Customer had tried multiple instruments and replaced the drape on arm4 and the issue persisted. System logs confirmed engagement failures and showed arm4 disks were not at empty spin values. The technical support engineer (tse) recommended manually rotating the arm4 disks and attempting reengagement and power cycle. The customer stated that they could not power cycle, but attempted to manually rotate the disks and reengage the adapter and instrument; the issue persisted. The procedure was converted to laparoscopy with no reported injury.